Event description:
The facility stated that the surgeon attempted to implant a cc4204bf plate collamer lens, diopter +24.5. The lens stuck in the cartridge. No patint injury. The facility believes that the cartridge caused the event. The injector model msi-pf and lot number was not specified by the facility.

Manufacturer narrative:
Evaluation results: the product pertaining to this claim was not returned; however, the lens was returned and visual inspection showed that one haptic was torn off and missing. Surgical residue/debris on the product. Conclusion: no conclusion can be drawn. The root cause for this event cannot be determined because the cartridge and injector were not returned.